Event description:
It was reported that the patient underwent nose reconstruction procedure on an unknown date and suture was used. Five days post-operatively, the patient¿s sutures had not fallen out on their own as the surgeon expected. The surgeon removed the sutures and noticed that the box of suture was not labeled with ¿fast absorbing¿. Additional information has been requested.

Manufacturer narrative:
Recall: z-1839-2015.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.